Event description:
It was reported that the cut block was capturing the sawblade during use. They tried it with several sawblades.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation reveals the edges of the slot have small dents. A .053- pin gauge was able to pass the slot with some difficulty. The observed condition is attributed to normal wear and tear of the device. Device was manufacture in 2016.